Event description:
Vascular closure device migrated into femoral artery, patient taken to operating room for removal.

Event description:
Vascular closure device migrated into femoral artery, patient taken to operating room for removal.